Manufacturer narrative:
H3, h6: in the study ""no mechanical failure of a ha-coated press-fit cup in primary total hip arthroplasty for osteoarthritis and rheumatoid arthritis"" [1], 2 patients had recurrent dislocations after having a primary total hip arthroplasty using the ep-fit plus system. The adverse events were treated via revision surgery. The outcome of the patients is unknown. No further information is available. The complaint devices, used in treatment, were not received for investigation and a visual inspection could not be performed. The exact part and batch number of the devices are not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, insufficient information was made available to determine the revision of instructions for use applicable to the devices at the time of manufacturing. However, a review of current revision was conducted and the instructions for use lists several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issues. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported events and the devices cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported events. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Should any additional clinical information be provided, this complaint will be re-evaluated. [1] doets hc, olsthoorn pgm, pöll rg. No mechanical failure of a ha-coated press-fit cup in primary total hip arthroplasty for osteoarthritis and rheumatoid arthritis 2018. Orthopaedic proceedings. Vol. 86-b, no. Supp iii. Slotervaart hospital, amsterdam, the netherlands.

Event description:
It was reported that on literature review ""no mechanical failure of a ha-coated press-fit cup in primary total hip arthroplasty for osteoarthritis and rheumatoid arthritis"", 2 patients had recurrent dislocations after having a primary tha using the ep-fit plus system. The adverse events were treated via revision surgery. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).